Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. He0114x) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary / bladder problems"). The patient was treated with surgery (essure removal via hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, menstrual disorder, genital haemorrhage, mental disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, hypersensitivity, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: some of the symptoms continue until the date of reporting (b)96) 2021 (it was not reported which of the symptoms had been recovered or not). Batch no he0114x production date 2015-08-28 expiration date 2018-08-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. We received a lot number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. He0114x) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary / bladder problems"). The patient was treated with surgery (essure removal via hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, menstrual disorder, genital haemorrhage, mental disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, hypersensitivity, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: some of the symptoms continue until the date of reporting (B)(6) 2021 (it was not reported which of the symptoms had been recovered or not). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the follow information were updated pregnant was updated from unknown to no; essure start and stop date, batch number, event were added allergy symptoms, dyspareunia, changes to menstrual cycle, heavy / abnormal bleeding, psychological/psychiatric problems, urinary / bladder problems, localized pain was added to event pain. We received a lot number. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.